Event description:
A jamshidi bone marrow biospy/aspiration needle was then utilized at the left s1 pedicle vertebral body. The patient had very hard bone. In trying to reposition the jamshidi instrument, a small portion had fractured in the vertebral body of s1 and could not be retrieved and was left in the vertebral body on the left side at s1. The broken piece measured roughly 2.5 cm.